Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/21/2025, a sales representative reported via (B)(4) that (2) ar-3636 knotless 1.8 fibertak® soft anchors inserters were bent. This occurred during a case where another implant was opened to complete the case.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.